Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient's legal guardian (lg) reported the patient was eating and gave a bolus. After 20 minutes, the patient's blood glucose (bg) levels dropped to 42 mg/dl. The patient was confused, had blurred vision, was foaming at the mouth, legs were trembling and loss consciousness. The patient's lg administered a glucose injection for treatment. The pod was worn on the patient's abdomen for between 37 and 48 hours.